Event description:
It was reported, the patient was not trained adequately on using the device. It was stated, the patient did not receive training on using their programmer. It was noted, the patient was implanted for frequency four days prior to report and stated ¿so far there has been no change.¿ it was reported, the patient thought the whole experience had been unsatisfactory and they had not been shown how to turn stimulation on or off or increase or decrease. It was noted, the patient¿s implantable neurostimulator (ins) was on and they felt stimulation, but not in their vagina as during the trial. Reportedly, the patient¿s stimulation sometimes was in the vagina and "sometimes it feels like it's banging on my tail bone and sometimes it is buzzing at the incision," ins location. The patient asked if it was ¿supposed to switch on and off like that.¿ it was reported, the patient did not feel much of anything the day of report. It was stated, the patient was not given a dvd on using their device. It was later reported, the patient had a loss of therapeutic effect and they had a loss of bladder control. It was stated, the patient did well the day prior to report, but the day of report they were peeing every five minutes. Reportedly, the patient said "it wasn't this bad before I had this put in." It was noted, the patient did not really feel their stimulation and stated ¿it feels to me like there's a tampon in there." The patient did feel stimulation the day prior to report and were doing really well. It was noted, the patient¿s doctor did not give them any instruction on if they could increase the stimulation and the manufacturer representative told the patient not to touch anything so they were unsure if they should increase the stimulation or turn the ins off. It was stated, the patient was able to turn their ins off and on and increase and decrease their stimulation.

Manufacturer narrative:
Product ID 3889-28, lot# va0amn0, implanted: 2013 (B)(6); product type lead product ID neu_un known_prog, serial# unknown; product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).